Manufacturer narrative:
Product complaint #(B)(4). Additional product code: kwp mnh mni. Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. The product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent for a revision surgery to replace screws due to pain. The patient had surgery on (B)(6), 2021 to treating cervical dislocation and fracture. Surgery was delayed 30-minutes and on (B)(6), four screws came off and created severe pain. It was unknown if the revision surgery completed successfully. The patient was able to move her limb. No further information is available. This complaint involves four (4) devices. This report is for (1) 4.0mm ti cancellous polyaxial screw 22mm for 4.0mm rods, this report is 4 of 4 for (B)(4).